Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that  their recharger has scrolling lights and is unresponsive despite troubleshooting and the dock's green light flickers off and back on and doesn't provide consistent power to the recharger and that they hadn't been able to charge their implanted neurostimulator battery in a while and they weren't sure what to do. The patient stated at first they tried charging their ins battery and it wouldn't connect and then the lights started flashing over and over again on the recharger and it didn't matter where they put it. Patient services asked the patient if they were using the correct charging cable for the dock and the patient stated a family member walked away with the cable and never gave it back so the patient had to use a different cable for it. Patient services reviewed the importance of using the thick white recharger cable with the dock. When asked for the event date, the patien t said it had been about a month at least, but confirmed that it began in 2024. Patient services had the patient check the cable in the back of the dock  and it appeared to be loose in the dock and the green light of the dock was flickering and they had to hold it a certain way for the light to stay green. Patient stated the cable they were using since they lost the original recharger dock cable worked fine with their other devices. Patient confirmed that the green light at the back of the dock stayed lit the whole time they were troubleshooting. Patient services had the patient place the recharger on the dock, hold the power button down for 10 seconds and the lights stopped flashing for a second but then went back to flashing again. The patient then took the recharger off the dock and attempted to power it on, but it still wasn't responsive and wouldn't power on. Patient services had the patient attempt a recharger reset however the issue was not resolved through troubleshooting. Patient admitted that they stored the recharger in the case when not in use. Patient services reviewed recharger maintenance considerations with the patient the patient stated from now on they would keep the recharger on the dock and charging when not in use. An email was sent to the repair department and the patient was sent a replacement recharger, replacement recharger dock and a recharger charging cable and adaptor. Patient's managing health care provider had moved away so the patient was unable to find a new healthcare provider and patient services sent the patient physician listings at the patient's request. Case reopened to send email to repair. Patient called back for assistance connecting their new recharger. Walked patient through connecting and they were able to connect to ins and handset with new recharger. Patient stated they did not have a belt for recharger anymore, email sent to repair requesting new recharging belt be sent.